Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported that there was backflow from the valve, and they were not able to flush forward. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged, and the procedure was continued. There was no patient consequence. The brim cap, hemostatic valve & hub sections did not break/separate. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not become detached from the sheath. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 50000174 identified no internal actions related to the reported complaint condition. Still no device has been received for analysis. As such, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additionally, the manufactured has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 50000174 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported that there was backflow from the valve, and they were not able to flush forward. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged, and the procedure was continued. There was no patient consequence. The brim cap, hemostatic valve & hub sections did not break/separate. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not become detached from the sheath.